Event description:
It was reported the patient had cassette mixed at 8pm but the pump started beeping for a minute and showed -no disposable clamp tubing- alarm beeping about every 5 minutes. Patient checked and everything aligned properly. Switched cassette to the back up pump and got error message -non-disposable, pump wont run-, started a new mix but the cassette won't allow the syringe to push any medication/diluent in. Switched to third cassette with new mix and the pump is working with no issues. (Problem was with cassettes and not the pump.) Lot number for cassette: 4235231, serial number for pump: (B)(4). No patient injury was reported.

Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.